Event description:
It was reported that while performing the purse string during a bowel anastomosis the suture material shredded. The surgeon completed the procedure by using another box of suture. There was no pt adverse pt outcome.